Event description:
The customer reported the lh750 instrument was generating r flags on all levels of retic controls. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the ls preamp was faulty. The fse replaced the ls preamp resolving the issue. Upon recur; the failure mode identified is likely to generate flagged, un-flagged, or non-numeric retic and diff results due to compromised dc measurement.

Manufacturer narrative:
The light scatter preamplifier board was returned to beckman coulter for evaluation and testing revealed no issues. The returned light scatter preamplifier board passed all tests.